Event description:
It was reported that during a benign hysterectomy the customer had sealing issues on the vessel sealer extend. There was reportedly an insufficient seal despite visual tissue effect and audible tones indicating a complete seal. The customer swapped to a bipolar instrument and the procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed that the vessel sealer extend passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in a directions. The grips opened and closed properly. Energy activation test was then conducted on system. Wet paper towel was held between grips began to smoke when the energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in-house testing. A grip force test on grips was performed as additional testing, and it measured at 7.11 lbf in straight orientation, 6.84 lbf in yaw, and 6.8 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Electrode gap test passed. Review of logs did not find any errors. The root cause of the reported issue cannot be traced to the device. Failure analysis identified an additional observation that was not reported and was not related to the reported vent. The instrument was found to have a dislodged conductor wire. The instrument was found to have a segment of the conductor wire sticking out from the wrist. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The root cause of a dislodged conductor wire is a component failure. An instrument log review confirmed that the vessel sealer extend was used on (B)(6) 2021 on system (B)(4) and had 0 uses remaining. A site history complaint review was performed and there were no additional complaints found for this product. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.